Event description:
It was reported that the pump's usb port was loose, which affected the ability to plug the cable into the port. There was no adverse impact to the customer's blood glucose level. Customer declined assistance and follow-up by technical support, and no additional outcome information was obtained.